Event description:
The mesh screen was used for a inguinal hernia repair. The pt was readmitted with sepsis and the wound was open and the mesh screen removed. The wound and screen cultured staph organisms.